Manufacturer narrative:
The event date was not reported so the aware date was used.

Event description:
It was reported from social media that the patient had a cut artery. It was reported that two years ago a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were planned to be used. The patient reported that the physician cut the artery during the procedure and it required 3 operations to repair the damage.